Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the unit had stopped working. Pt used the device rarely because it never provided much relief. Pt had not recharged it in quite a awhile. Pt recharged the implant to 100% and felt no stimulation. The issue with not feeling stim started yesterday. On the call, stim was turned off. Pt turned it on and tried increasing. Pt got "settings not available". The message was coming up on all groups. Agent reviewed the meaning of the message. Agent asked if pt had any falls/trauma. Pt mentioned stretching after exercise and about an hour after that, an area in their groin became very painful. Pt went to urgent care and it was determined that there was no fracture. Pt refused to do a cat scan. Pt only had a primary care healthcare provider (hcp) so agent provided hcp listings. Agent redirected pt to hcp.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the lack of stimulation/settings not ava ilable was the primary electrode in the various stimulation programs, that were set years ago, was defunct. New programs were set. This produced good results and the issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.